Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a deep vein thrombosis (dvt) in the left neck as a result of the implant of the right v entricular (rv) lead. The patient required anticoagulant medications and no further actions were required. The rv lead remains implanted and in use. The patient is a participant in the evera MRI clinical study. No further patient complications have been reported as a result of this event.